Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb was not able to reproduce the described customer issue. An evaluation of the received device logs could confirm the described customer issue. The logs showed that the device had failed numerous test in the pre-use check (puc) and that alarms for apnea, low peep, low/high respiratory rate and low o2 concentration had been triggered. A failure in the expiratory channel pcb may lead to stop of ventilation. The pcb contains electronics including microprocessors responsible for all electronics in the expiratory cassette, expiratory valve control, safety valve control, expiratory flow measurements and the pressure transducer pcbs. If present, the fault will be detected during pre-use check. Since the error could not be reproduced no root cause could be established.

Event description:
It was reported that during patient treatment, the ventilator stopped ventilating. There was no patient harm. (B)(4).